Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). Device evaluation: the intraocular lens (iol) remains implanted; therefore, device evaluation could not be performed. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic stuck to the optic. The intraocular lens was implanted, and there was no patient injury. No additional information was provided to abbott medical optics. The customer reported experiencing this event with two lenses. This report represents the first of two lenses reported.